Event description:
After 1 velashape treatment, had gurgling whoosh in my abdomen that night, felt fine otherwise. After 2nd visit, I began putting weight on in my abdomen. Thinking it was just a fluke change, I went to my third visit. Again, I put on weight. Concerned, I met with staff before final treatment. Was told that I was probably sluggish in my gi tract and it is unrelated except that the treatment was probably eliminating faster than my body was. It was suggested that I go ahead with my 4th and final treatment. I did. I'm bigger than ever and very concerned. Dates of use: (B)(6) 2012. Reason for use: couldn't get rid of fat pouch after babies. Event reappeared after reintroduction: yes.